Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.